Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2008. The random nature of the events stored in the memory and the 10-minute time outs, would suggest a failing membrane. These multiple manual power-ons of 10-minute duration would have also led to the memory becoming full on the (B)(6) 2019 and the subsequent low battery fails with the returned pad-pak from the (B)(6) 2020. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Low battery and memory full prompt. There was no patient involved in this event.

Event description:
Low battery and memory full prompt. There was no patient involved in this event.